Manufacturer narrative:
This report is submitted on august 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery.